Event description:
It was reported that the user experienced hypoglycemia while using the device, with a fingerstick blood glucose of 65 mg/dl and symptoms of lightheadedness; the cause of the low glucose was unclear, and the user had been attempting to fast for laboratory testing. Symptoms included light headedness consistent with low blood glucose. Outcomes included treatment with 15 grams of rapid-acting oral carbohydrates and planned reassessment after 15 minutes, with education to defer a meal until glucose stabilized.

Manufacturer narrative:
Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the event was a hypoglycemic episode of unclear cause managed with oral glucose and user counseling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.